Manufacturer narrative:
The customer's reported condition of leaking tubing could not be confirmed. Inspection of the device revealed a potential processing issue related to solvent bonding. CAPA was issued on 6/10/05 to capture all investigation and corrections.

Event description:
During patinet use, the minivolume extension set leaked below the filter wher the y-junction meets. Facilty nurse states the incident was caught before there was patient injury or medical intervention.

Manufacturer narrative:
A request for the return of the device has been made. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product (lot number, gr224238) for the reported issue.